Event description:
It was reported that the patient experienced cardiac arrest that was resolved with cardiopulmonary resuscitation and medication following loss of cardiac pacing. The right ventricular (rv) lead could not be explanted due to the condition of the patient¿s heart tissue. The rv lead was capped and replaced to resolve the event. The patient will continue to be monitored. Additional information was requested but was not available.